Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced "excruciating pain around the implant site". It was further reported that the icm patient rejected the device and that the icm migrated. The icm was explanted. No further patient complications have been reported as a result of this event.